Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. Reviewed session log files but could not find the cause for unresponsive. No core files present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site was trying to load a patient exam, the system swapped screens while the site was trying to select and then it went unresponsive. The site had to hard shutdown the system. There was no patient present when this issue was identified.